Manufacturer narrative:
The manufacturer of this device is unknown.

Event description:
The consumer alleged she was in the hospital with the unit running, when it allegedly caught on fire. The dealer did not confirm if smoke or flames were present. The power unit was allegedly primarily affected. No injury is alleged.